Event description:
The customer reported that when she unplugged her pump in style adapter, the transformer housing fell apart, which is a safety risk.

Manufacturer narrative:
A replacement power adapter was sent to the customer. Attempts to contact the customer for the return of the product were unsuccessful. As of the date of this report, the original product has not been received. Should additional info or the original product be received resulting in new, changed, or corrected info, a follow up report will be filed at that time. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).